Event description:
The exact date of the event is unk. However, it is reported to have occurred between (B) (6) 2009 and (B) (6) 2009. It was reported by the facility that during a transfer from a bed to a chair, one of the caregivers pulled on the resident in the sling and the lift tipped. The resident fell into the chair. No injuries were reported. (B) (4)